Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaint codes are: seroma: unable to observe. As per the investigation procedure, opening and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side seroma. The device has been explanted and replaced with non-abbvie device.

Event description:
Healthcare professional reported left side seroma. The device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.